Manufacturer narrative:
(B)(4)

Event description:
It was reported that asymptomatic patient presented with device in backup vvi mode. The device was restored by performing a firmware download. Patient will continue to be followed normally.